Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.